Event description:
The customer reported the system displayed a communication error and could not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board, the cpu, and the workstation power supply. The system operates as intended.